Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been evaluated by vyaire.

Event description:
The customer reported while using the vela ventilator; the display is dark. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The reported "screen on this ventilator is dark" problem was not duplicated.